Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the scroll bar was not moving with no input. The customer¿s blood glucose level was unknown. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated that buttons were unresponsive and numbers were not ramping on their own. Customer stated that the buttons were hard to press. The device will not be returned for analysis.